Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was started that day with a double surgeon side console (ssc) setup. Medical technology used compressed air to clean the blue fiber optic cable. The system was then restarted. This procedure rectified the fault. The surgery was then completed robotically with one ssc. The procedure performed was lymphadenectomy. The entire system functioned without complications according to the medical technology procedure.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure, a nurse called in to report recoverable faults 54 and 40 on the vision side cart (vsc). The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and confirmed a blue fiber cable (bfc) issue on the bottom core port. The procedure was continuing with the surgeon side console (ssc) 2. The tse advised completing the procedure and cleaning the bfc between ssc 1 and vsc when the system was shut down. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.